Event description:
It was reported during the left ventricular (lv) lead implant procedure, the lead could not be implanted after repeated attempts. Finally physician gave up implanting the lead and implanted endocardial lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.